Event description:
Boston scientific received information from a journal article with an objective to assess the utility of cardiac computed tomography (CT) in the evaluation of right atrial (ra) and right ventricular (rv) pacemaker and implantable cardiac defibrillator lead perforation. A total of fifty-two patients had rv leads and thirty-five had ra leads. Five of the seventeen rv apical and one of the thirty-five rv nonapical perforated through the myocardium based on CT imaging criteria. There were two ¿clinically¿ perforated leads and four ¿radiologic¿ perforated leads. Two of the six perforated leads were manufactured by boston scientific. There were no cases of radiologic ra lead perforation.

Manufacturer narrative:
Despite multiple requests, no additional information was available from the journal author. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Pang, b. J., e. H. Lui, et al. (2014). "Pacing and implantable cardioverter defibrillator lead perforation as assessed by multiplanar reformatted ECG-gated cardiac computed tomography and clinical correlates." Pacing clin electrophysiol 37(5): 537-545.